Manufacturer narrative:
Please see section for investigation results.

Event description:
The returned product sample consisted of one assembled catheter palindrome which presented signs of usage (blood residues). The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a device history record (DHR) review. During visual inspection, a hole could be appreciated on the catheter just below the hub. During underwater test (functional test), bubbles were detected coming out below the hub. As per the instructions for use, it is needed to perform a visual inspection before using the device, since states: do not use the catheter if it appears damaged or defective. And continues, catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. The event description states that the catheter functioned as intended during around 2 years and 9 months, but more likely based on the available information, the device could be damaged during that time. This complaint was received on 06/02/2014, therefore it can be noticed that the lot involved was manufactured before the expected implementation date of actions related to a corrective and preventative action (CAPA) ((B)(6) 2014). After a qseas evaluation, it was defined that this event is being handled through this CAPA and no additional actions are required. This defect has been confirmed. Based on the available information, the probable root cause can be considered most likely as misuse (leak could be caused due to over bending or excessive force). No additional action is required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify a leak in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter presented a crack and leakage at the y junction. The catheter was pulled and replaced. The catheter was initially placed on (B)(6) 2011. The date of catheter removal: (B)(6) 2014.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.